Event description:
The reporter stated that she performed a blood glucose test on her pt and received a result of 168mg/dl. Reporter placed him down for a nap. She reported that about an hour later she found him convulsing and tried to give him juice. The caller stated she administered glucagon and the convulsions did not stop. Paramedics were called and the caller was able to give him some juice. When paramedics arrived it was reported that they received a result of 70mg/dl. A request was made for the return of the suspect device and replacement product was sent.